Event description:
During a cardioversion of a patient (age & gender unk), the device was attached to the patient via non-zoll and zoll electrodes. The device was put into defib mode and sync mode was activated, and the r waves were being marked appropriately. The energy was charged and ghost spikes appeared on the display and on the ECG wave-form and the device delivered 120 joules of energy on the "t-wave" and the patient's heart rhythm went into ventricular fibrillation. There was any adverse effect to the patient due to the reported malfunction.